Manufacturer narrative:
With the information provided, no root cause could be determined. Calibration and quality control before and after the event indicate no issue and were within specification. Neither assay performance nor alarm traces could be provided by the customer, so no investigation was possible on hardware issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable total prostate-specific antigen (tpsa) on their e-module. The customer provided data for 74 patients, of which there were seven with discrepant results reported outside the laboratory. On (B)(6) 2011, a family practice physician questioned three patient results and on (B)(6) 2011, a urologist questioned the result for one patient. The customer determined the samples were from the same run and the customer repeated all samples from that run using the same e- module. Serum samples were poured into sample cups for initial and repeat testing. Patient one had an initial tpsa result of <0.1 ng/ml. The repeat result was 3.92 ng/ml. Patient two, a (B)(6) male, had an initial tpsa result of <0.1 ng/ml. The repeat result was 6.78 ng/ml. Patient three, a (B)(6) male, had an initial tpsa result of <0.1 ng/ml. The repeat result was 3.71 ng/ml. Patient four, a (B)(6) male, had an initial tpsa result of <0.1 ng/ml. The repeat result was 4.48 ng/ml. Patient five, a (B)(6) male, had an initial tpsa result of 0.2 ng/ml. The repeat result was 13.78 ng/ml. Patient six, a (B)(6) male, had an initial tpsa result of <0.1ng/ml. The repeat result was 5.05 ng/ml. Patient seven, a (B)(6) male, had an initial tpsa result of <0.1 ng/ml. The repeat result was 4.17 ng/ml. The customer deemed the repeat results to be correct and they were issued as a corrected report. The customer will not be able to provide any information regarding any patient treatments administered or withheld based upon the erroneous results which were reported out. The tpsa reagent lot number was 15944101 and the expiration date was 01/31/2012. The field service representative could not determine the cause of this event. The quality control had been fine. He found that the tpsa assay had not been calibrated for over a month. The package insert recommends calibrating every 28 days. He retrained the customer on calibration. The customer will review results for abnormal trending and patterns before reporting.